Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huav0281 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they were unable to complete the broviac repair, as the catheter was not long enough. It was then noted that the catheter was longer and appeared to have been pulled out. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter dislodgement is inconclusive due to poor sample condition. One broviac repair catheter was returned for evaluation. The sample contained two regions of repair indicating it was at least the second repair for the original device. A segment of the original device was observed in one of the repair regions at the distal end of the returned sample. Gross visual evaluation confirmed blood and dressing residue, indicating product use. The complaint of catheter dislodgement is inconclusive as only a short segment of the original catheter was returned. Possible causes of catheter dislodgement include excessive tensile force, inadequate tissue growth on cuff, and a detached cuff.

Event description:
It was reported by the facility that they were unable to complete the broviac repair, as the catheter was not long enough. It was then noted that the catheter was longer and appeared to have been pulled out. No patient injury was reported.